Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of proximal part of femur. During the surgery of jpfna, the surgeon inserted the guidewire into the thighbone head and attempted to insert the blade by hammering over the guidewire, the blade was interfered with guidewire and could not be inserted even though he continued hammering. As the surgeon performed hammering a little harder and the tip of the blade sharped the guidewire. Another guidewire was used by the surgeon as a replacement to finish the surgery without any problem. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.